Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of the device returned for analysis a conclusive cause for the reported suture detachment could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The other prostar xl device referenced is being filed under a separate medwatch report.

Event description:
It was reported that suture placement in the left common femoral artery (lcfa) was attempted with two prostar xl devices using the pre-close technique via a 6f sheath prior to a abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, a suture break occurred with the first prostar xl device. The suture of a new prostar xl device was successfully pre-placed in the lcfa. Another prostar xl device was used for successful suture placement in the right common femoral artery (rcfa) using the pre-close technique. The sheath was upsized to 11f and the aaa procedure was completed. As the sutures were being tightened, prior to sheath removal, oozing pulsatile bleeding was observed. The sheath was attempted to be advanced to stop the bleeding but would not advance. The sheath was removed and knot advancement was completed; however, bleeding continued. Manual arterial compression was applied but bleeding continued. A surgical cut down was performed, the artery was repaired and surgical suturing was performed to achieved hemostasis in the lcfa. The sutures of the prostar xl device remained in the lcfa. Hemostasis in the rcfa was achieved with the pre-placed prostar xl sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy.